Event description:
The manufacturer received information "that while being transported on the way to the patient's primary care physician on (B)(6) 2025 at approximately 14:00, the patient (female, age 9) was noted to have gone unresponsive. Upon arrival at an institutional facility, the patient underwent cardiopulmonary resuscitation (CPR) and subsequently expired. A request was lodged by the reporter to provide a summary of the event logs for further investigation to determine what exactly happened with the ventilator during the time of the event. No direct allegation of malfunction or failure to perform to manufacturer declared specifications has been lodged at this time. Nor has any allegation of device cause and/or contribution has been lodged at this time". Currently with the information available, cause and/or contribution of the device to the patient expiration cannot be confirmed nor refuted pending additional good faith efforts and device evaluation. There is no allegation that the device contributed to the death. The complaint review has determined that due to insufficient information this will be reported. Although there is not an allegation that the device caused or contributed to the mentioned "death". After being informed by the manufacturer that the summary of the ventilator logs cannot be provided without further device evaluation, the reporter agreed to send in the device to the manufacturer for evaluation. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete. .

Manufacturer narrative:
The manufacturer previously reported information received "that while being transported on the way to the patient's primary care physician on (B)(6) 2025 at approximately 14:00, the patient (female, age 9) was noted to have gone unresponsive. Upon arrival at an institutional facility, the patient underwent cardiopulmonary resuscitation (CPR) and subsequently expired. A request was lodged by the reporter to provide a summary of the event logs for further investigation to determine what exactly happened with the ventilator during the time of the event. No direct allegation of malfunction or failure to perform to manufacturer declared specifications has been lodged at this time. Nor has any allegation of device cause and/or contribution has been lodged at this time". Currently with the information available, cause and/or contribution of the device to the patient expiration cannot be confirmed nor refuted pending additional good faith efforts and device evaluation. There is no allegation that the device contributed to the death. The complaint review has determined that due to insufficient information this will be reported. Although there is not an allegation that the device caused or contributed to the mentioned "death" after being informed by the manufacturer that the summary of the ventilator logs cannot be provided without further device evaluation, the reporter agreed to send in the device to the manufacturer for evaluation. The device was returned to a third-party service center for evaluation. No critical error codes were noted from the device's event log. Due to contamination or cosmetic issues, it was recommended that the device's blower bellows seal, blower mount, cooling fan assembly, fan retainer, machine flow sensor, muffler assembly, tubing- system pca, tubing-blower chassis, tubing-fio2, and tubing-low flow o2 need to be replaced. Additionally, it was recommended the blower assembly needs to be replaced due to a noise observed. No parts were replaced, and the device was returned to the customer unrepaired. There were no findings in the service evaluation indicating a malfunction or any correlation between device performance and the incident. A log analysis was performed on the exported event log. There was no evidence of malfunctions, system errors, or use errors during or prior to the incident ((B)(6) 2025). Additionally, there was no evidence found of any anomalous events that could explain the event, nor any evidence that the device caused or contributed to the incident. The subject device functioned and alarmed as designed.